Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a rep regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported the ins site was infectedpost skin biopsy. The skin biopsy occurred over two weeks ago. It was unknown what troubles hooting/diagnostics were performed. The ins was to be removed this afternoon. The issue was unresolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the device was discarded and will not be returned. No further complications were reported as a result of this event.